Manufacturer narrative:
The customer reported complaint was not confirmed during archive review and initial functional testing. The battery is working as intended for use. No physical damage was observed during visual inspection and four green leds were illuminated when received. The archive data revealed that there was no errors recorded in the whole archive. The battery was last charged successfully on (b)6) 2017 and was last inserted into the autopulse platform on (B)(6) 2017. On (B)(6) 2017 the customer inserted the battery into the multi-chemistry charger (mcc) and the charging was cancelled. The battery was removed from the mcc to early with no load or fet test. Immediately, the customer re-inserted the battery into the charger, the battery was then reconditioned and fully charged. On (B)(6) 2017, similar event was recorded. The customer inserted into the battery in the mcc and was pulled out from the charger during conditioning cycle. The customer might not be aware that in a certain conditions, the battery goes into a conditioning cycle which takes the charger to react and the battery to charge longer than normal. The battery was never inserted in the charger after this event and was inserted into the autopulse platform 2 times on (B)(6) 2017. The autopulse power system user guide states: "the autopulse multi-chemistry battery charger will automatically perform a test-cycle every 10th charge/discharge cycle or at a minimum of every 30 days. When a battery is placed in the multi- chemistry battery charger under those conditions, the test-cycle yellow led will illuminate and the charger will automatically begin the test-cycle". "Do not remove a battery from the autopulse multi-chemistry battery charger during a test- cycle, or the battery's run time may be reduced. If a battery is removed during a test-cycle, the charger will automatically restart the test-cycle the next time the battery is inserted into it". "Autopulse batteries that pass the test-cycle remain ready for use. Once the test-cycle has been completed, the battery is either restored to ready (green led on the control panel) or has failed and should be replaced (red led on the control panel). The normal test-cycle requires up to 12 hours". During functional testing the battery was inserted into a good known reference multi-chemistry charger (mcc) and the battery was charged successfully with four green leds on the status bar. The battery was also tested in a known good autopulse platform and passed the testing without any issues.

Manufacturer narrative:
Zoll has received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
The customer reported that a fully charged autopulse li-ion battery (B)(4) was inserted in an autopulse platform and was unable to power the platform. No patient involvement was reported.